Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. One day after the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with injection vancomycin (1 gram, frequency and route not reported) and injection amikacin (125 mg, frequency and route not reported) for peritonitis. The patient¿s outcome was unknown and the action taken with dianeal therapy was not reported. No additional information is available.